Event description:
The patient was revised on (B)(6) 2021, approximately 6 months after the primary surgery on (B)(6) 2021. A new centered glenosphere (36/10) and a humeral cup (36/6) was implanted. Information on the explanted components is unknown.

Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2021-00065.